Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during transact lung fissure of video assisted thoracoscopic surgery, the stapling was stopped incompletely at the proximal part. It was reported a new reload was used in the rest of the target tissue to complete the case. There was no patient injury.